Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Healthcare professional - is experienced with the device. How was the leak identified? Unknown. How was the drain placed? Unknown. Was any additional medical or surgical intervention required? Patient was hospitalized. What is the current patient status? Unknown.

Event description:
It was reported that the surgeon¿s partner indicated that the surgeon had a post operative anastomoses leak but had no details. Patient was admitted 4-5 days postop. A drain had been placed and the patient was still in the recovery phase.